Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 40 mg/dl and high blood glucose of 311 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with the insulin pump and then changed the infusion set. The customer stated that the insulin continue to leaked during prime and when stopped pressing act on prime. The customer was explained what temporary vent blockage is. The insulin pump will not be returned for analysis.